Manufacturer narrative:
Unable to performed displacement test due to missing retainer ring. No unexpected critical pump error noted during testing. Unit passed the rewind test, seating and basic occlusion test. Unit passed sleep current measurement and active current measurement within specifications. Unit received with missing reservoir o-ring, cracked battery tube threads, cracked case at battery tube side, cracked lcd window, cracked keypad overlay at select button, keypad overlay texture damage, scratched case and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm. Customer's blood glucose was unknown. It was reported that display screen showed a red "x". It was also reported that display screen and reservoir compartment was cracked. Customer reported that insulin pump was not bumped or dropped. It was advised that insulin pump would need to be replaced.